Event description:
2/4/2000 pt admitted following a motor vehicle accident with an open fracture of the right tibia. Open reduction with internal fixation of the right tibia with placement of a compression plate was performed. 3/28/00 pt contacted surgeon's office with report of pain in right leg following a sudden, jerking movement while she was in bed. 3/30/2000 pt had diagnostic office visit which revealed breakage of plate. 3/31/2000 pt admitted with fracture right tibia with breakage of the plate. Surgery to replace the plate was performed.